Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device was stuck and the loads could not come out from the cartridge. The surgeon was able to press the green button and squeeze the lever but did not fire. Staple line was incomplete. The device jaw was locked on tissue that the surgeon had to cut and re-staple the affected part. More than 500cc of blood was loss from the patient. Another device was used to complete the procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil clamping mechanism was deformed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during laparoscopic procedure, the device was stuck and the loads could not come out from the cartridge. The surgeon was able to press the green button and squeeze the lever but did not fire. Staple line was incomplete. The device jaw was locked on tissue that the surgeon had to cut and re-staple the affected part. More than 500cc of blood was loss from the patient. Another device was used to complete the procedure. Patient status: fine.